Event description:
On (B)(6) 2019, a 24mm amplatzer atrial septal occluder was selected for implant. During the procedure, the 24mm aso occluder deployed in a cobra shape twice. The 24mm aso was removed and a second 24mm aso was deployed successfully. The patient remained hemodynamically stable throughout the procedure and was reported stable.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.